Event description:
It was reported that a request was made to have data from this pacemaker analyzed as the estimated remaining battery longevity decreased by six months over the course of one month. Data analysis showed the battery consumption had been increasing at an unexpected rate, and a technical services consultant recommended device replacement or repeat data analysis. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.